Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Ulcer is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in 2014, patient in france was started on duopa therapy using percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that in (B)(6) 2020, patient experienced abdominal pain. It was reported that the patient was hospitalized since (B)(6) 2020 due to an abscess in abdominal wall. After severe abdominal pain, necrotic ulcer was found in the duodenum in the path of the intestinal tube. The intestinal tube was removed and duopa therapy was discontinued.